Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 3.0, and 5.9mmol/l. Tests were done within 20 mins with a difference of 2.6mmol/l. Pt did not experience any adverse events. No further info has been reported.